Manufacturer narrative:
(B)(4). The reported field event of backup vvi was confirmed in the laboratory. The device image was reviewed and the reset was found to have been caused by a parity error. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found. The cause of the parity error is believed to have been due to the battery voltage being less than eol.

Event description:
It was reported that the patient was presented to the emergency room after feeling pacing activity. It was noted that the device was in backup vvi mode. Pacing and hv therapies was programmed off. Device was successfully explanted after several troubleshooting attempts were unsuccessful. Patient was stable and will continue to be monitored.